Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump battery was intermittently observed to be fluctuating. Customer's blood glucose reached 100-120 mg/dl. Reportedly, the customer continued to use the pump and had syringes for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.